Event description:
Three dexcom g7 continuous glucose monitoring sensors from the same lot number failed within minutes of the initial warm-up period. All three sensors came from lot #1825116002 (lbl-1003893 rev 008, manufactured in (B)(6). The failures occurred on (B)(6) 2025, and each unit displayed sensor error messages shortly after activation, never providing valid glucose readings. Dexcom technical support was contacted on 11/7/2025, but both the representative and supervisor (B)(4) dismissed the issue without escalation, stating it was "duly noted." No further investigation or replacement was offered. Because three consecutive failures came from the same lot, this may represent a manufacturing or quality control issue that could impact other users. Photos of the product boxes and lot labels are available and can be provided upon request. No laboratory data applicable. This report concerns repeated device failures of the dexcom g7 continuous glucose monitor, not a test result. Patient code: 4580. Device codes: 1535, 2591, 1506. Refer to add'l documents in i2k. Ref reports: mw5178720, mw5178721.